Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headaches, nose dry, nose bleed. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache,nose dry, nose bleed and nasal /throat irritation and soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally/internally and dust/dirt contamination inconsistent with degraded sound abatement foam observed throughout device enclosure and air path ,suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 32 instances of continue errors (#101 err_humid_max_temp )found. The manufacturer could not confirm the customer complaint and they confirmed the presence of contamination in the air path. Section h6 health impact code was missed to capture in previous MDR,now it is corrected and updated in this report.